Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose and a bent cannula. No leaks or alarms were noted from the insulin pump. The blood glucose had gone up without receiving a no delivery alarm. The customer was wearing the insulin pump at the time of the event. The customer was treated with manual injections and the insulin pump and declined troubleshooting.